Event description:
Inbound; pt reports she has noticed approx 0.4 ml treprostinil left in her cadd ms3 syringes when pump alerts time to change and / or empty. No lot numbers available and pt will start having her wrappers and notify of further issues. No further details provided.